Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: dec. 4, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection reveals that complaint lens was received coated in viscoelastic residue and with part of the lens missing and a detached haptic. The lens was cleaned and was observed to be damaged, torn, and with a detached haptic and haptic damage. The complaint simplicity was inspected and ovd was observed throughout the cartridge. Pieces of the lens were observed inside of the cartridge; no damage to the cartridge was identified. The lens module was evaluated and ovd was identified inside. The handpiece was disassembled and no issue that could cause or contribute to the complaint issue was observed. The complaint issue "lens damaged" was identified during product evaluation. The observed "iol torn" is similar to the reported complaint issue (complaint coding may have been the result of the customer being unfamiliar with coding definitions per amo-04-d024). However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "device advancement issue" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the injector locked/jammed and damaged the intraocular lens (iol). There was no patient contact. The customer had a backup lens in stock, and it was implanted.

Manufacturer narrative:
Section a2, a4 and a5: not applicable as there was no patient contact. Section d6a: if implanted, give date: not applicable, the lens was not implanted as there was no patient contact. Section d6b: if explanted, give date: not applicable, the lens was not implanted as there was no patient contact. Therefore, not explanted. Section e1: phone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.